Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) at first detected a stable and regular rhythm. Then an early beat came in and the rhythm crossed into the lowest tachy zone. The device delivered a 41 joule shock, which changed the rhythm so it was wide and very fast. The shock channel became deminished in size with erratic and fast sensing. A delay in detection was noted, due to undersensing. It was reported that the pacing and shock impedances were stable. A guidant technical services consultant discussed that the rhythm could have been small vf, and that the shock could have exacerbated a lead issue. Additional dft testing was recommended to rule out a lead issue and to evaluate sensing. It was possible that reprogramming sensitivity to most would help mitigate the issue.